Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. Other text : na.

Event description:
It was reported that the patient developed an allergic re- action between the skin and the pulse generator case several months after implant. Bacterial cultivation of the yellow fluid inside the pocket revealed no bacterium. The device was removed.